Manufacturer narrative:
The cable was returned for evaluation. Device history record (DHR) - based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications; gtin: (B)(4). Failure analysis: the cable is good condition except for the threaded portion of both jackscrews being broken off. The cable / heat shrink tubing is kinked where it exits the 7268 connector, as if it is bent at a right angle when in use. The technician also reported the connector was ¿loose¿ in the mating connector of our test fixture. The cable is functional, but may have not been securely held into the mating connector due to the broken off jackscrews. Therefore, the complaint is not confirmed. The complaint was not confirmed in the complaint investigation. However, a 6m root cause analysis was performed, and the following areas were examined; ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿ and ¿mother nature¿. The likely root cause is materials as the unit was manufactured in 2014. The cable was functional but had some broken screws most likely from being old so the cable may not have been secured well to the unit. Currently the complaint issue does not represent an adverse trend, however, the issue will continue to be monitored, and trended through the complaint evaluation process.

Event description:
A facility reported the icp monitor was showing the following: "error: no icp found'. The cable was not connecting to patient monitor, creating error saying ¿no icp found'. The cables have been tested, and the reported cable created an error on the patient monitor.